Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter reported that her mother fell and broke her hip due to a low blood glucose incident. Caller reported that the customer was also hospitalized due to a low blood glucose incident. Caller reported that the sensors have not been functioning properly. Blood glucose level was in the range of 60 to 70 mg/dl at the time of the call. Caller stated that the low blood glucose level was treated with juice. Caller reported that the customer was hospitalized with a blood glucose level below 70 mg/dl about two months prior to the call. No further information was provided.